Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt319 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt319 bi-level/CPAP circuit was found leaking air prior to patient use. There was no patient involvement reported.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt319 bi-level/CPAP circuit was found leaking air prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the f&p healthcare rt319 breathing circuit is not currently available for sale in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112 method: the subject rt319 breathing circuit was not received at fisher & paykel (f&p) healthcare in new zealand for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility. Results: review of the provided photographs confirmed a damage on the inspiratory tube of the subject rt319 breathing circuit. Conclusion: the reported leak was most likely due to the damage observed on the inspiratory limb of the rt319 breathing circuit. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt319 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.